Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that when this cardiac resynchronization therapy defibrillator (crt-d) was interrogated, the system summary screen showed a high, out of range pacing impedance and a low intrinsic amplitude on this transvenous defibrillation lead from 2004. Current daily measurements were all within normal range. A health care provider confirmed that the pocket was revised (B)(6) 2005 due to oversensing, and suspected connection or lead fracture. It was discovered that there was an incomplete connection between the rate/sense portion of the transvenous defibrillation lead and the crt-d header. The rate/sense leg of the transvenous defibrillation lead was reinserted into the header and the setscrew was deployed. After appropriate connection was confirmed, the oversensing resolved. The device was later electively explanted and was returned for analysis.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.